Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a gamma nail broke 2 months after implantation due to delayed bone healing, resulting in a revision surgery.

Event description:
It was reported that a gamma nail broke 2 months after implantation due to delayed bone healing, resulting in a revision surgery.

Manufacturer narrative:
Please note the corrections to d4 lot# and h6 method code. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. It was not communicated in which leg the nail was placed. Slight drill marks were found at the lateral entrance of the hole along one of the sides of the proximal segment; they progress slightly inwards through the bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture notching effect somewhere at the lateral edge. The mis-drilling is evident only on the proximal aspect of the through hole. Another thing to note apart from the drill marks was the sign of excessive loading. Bearing points of lag screw at the lateral edge of the proximal part showed slight deformation. The medial edge of the distal part also showed signs of deformation, heavier than the proximal one. This indicates towards application of high compressive load. The fracture pattern resembles a fatigue fracture, evident by appearance of lines of rest. The breakage initiated in a fatigue manner from the side where drill marks could be seen and broke in a much quicker manner from the other side due to high tension and loading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and available information, the cause of the breakage can be attributed to both patient and user related factors but predominantly patient related. The deformation of the lateral and medial edges of the nail indicates towards excessive loading on the nail, which can also be explained by the patient's high weight. Weakening of the whole construct due to intra-op misdrilling could have also initiated the breakage. The operative technique clearly provides a warning to the user that: "warning: in the event the nail is damaged during lag screw reaming, the fatigue strength of the implant may be reduced, which may cause nail to fracture."[original statements]. The instruction for use clearly instructs the user that: ¿these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization e.g. Bracing or casting may be employed until x-rays or other procedures confirm adequate bone consolidation. These devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿[original statements]. If any additional information is provided, the investigation will be reassessed.